Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a coyote nc balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The hypotube was completely separated 69.3cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. Functional testing was carried out by attaching an inflation device filled with water to the complaint device, and inflating the device to rated burst pressure (rbp). The coyote nc device inflated and held pressure for 5 minutes, without leaking. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported damage. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09988. It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilation; however, the balloon ruptured. The device was completely removed from the patient. A 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was then advanced to perform pre-dilation; however, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed successfully with another 2.5x20mm coyote nc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval corrected from yes to no. Device returned to MFR. Corrected from yes to no. Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10656. It was further reported that a 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was also advanced for dilation but high resistance was encountered. Subsequently, the shaft of the device separated outside the patient's body.